Event description:
Caller reported a malfunction on the pump, which resulted in shutdown before contacting customer technical support (cts). There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in powering the pump back on and confirmed that the malfunction code did not recur after resetting the pump. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which they understood and acknowledged.